Event description:
A male presented emergently in 2008. Another manufacturer's graft had migrated and the patient had a type I endoleak at the proximal neck. The physician placed a zenith main body extension graft, in hopes it would seal, but he knew it probably would not work. The patient's anatomy was too difficult, so the patient was converted to open repair.

Manufacturer narrative:
Evaluation: this event is still under investigation.